Event description:
A customer reported experiencing a tandem mobi cartridge alarm on two separate occasions. There was no adverse impact on the customer¿s blood glucose level, as it did not exceed 500 mg/dl. The customer resolved the issue by following proper procedures to load a new cartridge into the pump and was able to successfully resume insulin therapy. Cts to replace pump. Customer reverted to an alternative method of insulin therapy.